Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: in use, air leaked. It was found that the 5mm port was chipped. The fallen piece was retrieved. No bleeding occurred. Operative time was not extended more than 30 minutes. No pt injury was reported.